Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material was not confirmed. It is unknown if the reprocessing steps at the material residue point deviated from the instruction for use (IFU) manual, and/or if there was physical damage at the material residue point. Therefore, the root cause of the reported event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during two separate diagnostic bronchoscopies an endobronchial ultrasound (ebus) was being performed for biopsy and black rubber pieces were observed come out of evis lucera elite bronchovideoscope when xylocaine was sprayed in front of the first branch of the bronchus. The rubber pieces were removed by suction operation and discarded. The procedure was completed with the same device with a 5 minute delay and no additional anesthesia was required. No patient harm was reported during the procedure. There are 2 related reports for this event: patient identifier # (B)(6), evis lucera elite bronchovideoscope, model: bf-q290; serial number- (B)(6)(this report) patient identifier # (B)(6), evis l.ucera elite bronchovideoscope, model bf-1tq290; serial number- (B)(6).

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and the customer's allegation of foreign material falling off from the channel was not confirmed. The device evaluation found that universal cord has a dent. Up/down plate is sticky. Control unit is sticky due to water leakage. Scope-connector is sticky due to water leakage. Scope cover unit is sticky due to water leakage. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.